Event description:
Customer stated that his blood glucose value is 121 mg/dl. Customer stated that the insulin pump was broken with a piece missing at the battery cap compartment and battery cap is stripped. Advised customer that the insulin pump need to be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with minor scratched display window. Unit had broken battery tube threads, cracked reservoir tube lip, battery cap function properly. No battery cap damage coin slot.